Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the pump was returned due to customer allegation to high bgs and device test failed alarms. Unit it power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08660 inches. No unexpected alarms noted during testing or in the pump history/trace files. Successfully downloaded history files and traces using thus. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspection. The test p-cap does lock properly. Unit received with minor scratched case. Unable to verify customer alleged for high bgs. No device test failed alarms problem found during full functional testing or in the pump history/trace files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose level. Customer's blood glucose was 222 mg/dl. Customer stated that they treated high blood glucose with bolus and blood glucose is still not coming down had no alarms, no insulin coming out after changing fourth insulin pump . Customer performed high pressure test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.